Manufacturer narrative:
The customer's water system underwent maintenance activities prior to the event. The field service engineer determined there was contamination in the water supply tank. The system was decontaminated. Precision studies were performed and the results met specifications. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium gen.2 on a cobas pro c 503 analytical unit. The customer noted that issues with patient calcium results were noticed after their laboratory deionized water tank was changed over. No questionable results were reported outside of the laboratory. The sample initially resulted in a calcium value of 4.4 mg/dl. The result was outside of the normal reference range, so the sample was repeated on a second analyzer. The repeat result was 8.4 mg/dl and was deemed correct.